Event description:
It was reported that there was an ugly color and a grainy image on the monitor. Both monitor and transmitter were swapped, but can't tell which one is the problem.

Manufacturer narrative:
A new awareness date is listed in block g4 due to additional information provide from the customer. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was an ugly color and a grainy image on the monitor. Both monitor and transmitter were swapped, but can't tell which one is the problem.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Based on previous investigations, a probable root cause may be a faulty transition board and/or poor electrical grounding. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.